Manufacturer narrative:
The reported events failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited failure to capture and high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h6: previously health effect - impact code should report as prolonged surgery instead of no consequences or impact to patient.